Event description:
Patient was treated with a reusable mea applicator. The patient returned one day post mea with complaint of abdominal pain. Investigative surgery revealed a defect at the uterine fundus, and thermal injury to the bowel. Bowel resection was performed. Bowel noted to be infected with pin worms at the time of resection. No information is available on the noted uterine defect as the operative note is not available. The pathology report is also unavailable for review at this time.

Manufacturer narrative:
The mea system records data for each patient treatment procedure, including system parameters and patient data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present.